Event description:
Patient reportedly received results of 7.1 inr and 5.4 inr within a few minutes on the coaguchek xs system. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.